Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump was not showing new batteries as fully charged. The reporter denied any damage to the battery cap threads or battery compartment. This complaint is being reported because the reported issue was not resolved and the pump was unavailable for troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2014 with the following findings: the pump powered on the verify screen in accordance with normal operation. There were low battery warnings observed in the black box history. There was no evidence of excessive battery usage observed in the black box history. There was evidence of a partially charged battery installed. The battery compartment was intact with no cracks observed. There was evidence of moisture contamination on the underside of the battery cap. The battery cap was able to be fully tightened and a power loss was not observed. All current draws were within specifications. The pump case was removed and no additional moisture was observed inside the pump. There was no evidence of intermittent contact with the battery terminal contacts.